Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd vacutainer® venous blood collection tube k3 edta there was an issue with missing/misplaced labels, incorrect count, and foreign matter. It was stated ¿there are ongoing problems with the tubes. The labels had to be peeled and relabeled approximately 30% of the shelf packs. The last order also had cartons missing labels and 2 cartons missing a shelf pack. We also received a shelf pack with a rusty nail sticking out of the plastic wrap.¿ there was no report of injury or further medical intervention.

Event description:
It was reported before use of the k2 edta (k2e) 3.6 mg plastic collection tube there was an issue with missing/misplaced labels, incorrect count, and foreign matter. It was stated ¿there are ongoing problems with the tubes. The labels had to be peeled and relabeled approximately 30% of the shelf packs. The last order also had cartons missing labels and 2 cartons missing a shelf pack. We also received a shelf pack with a rusty nail sticking out of the plastic wrap.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Corrections were made to the MDR. The following field(s) have been updated: it was reported before use of the k2 edta (k2e) 3.6 mg plastic collection tube there was an issue with missing/misplaced labels, incorrect count, and foreign matter. It was stated ¿there are ongoing problems with the tubes. The labels had to be peeled and relabeled approximately 30% of the shelf packs. The last order also had cartons missing labels and 2 cartons missing a shelf pack. We also received a shelf pack with a rusty nail sticking out of the plastic wrap.¿ there was no report of injury or further medical intervention. Medical device brand name: k2 edta (k2e) 3.6 mg plastic collection tube. Report source: distributor. PMA/510(k)#: bd is the OEM manufacturer for this device and does not carry the 510(k)#.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter, improper assembly, and tray pack residue with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and foreign matter, improper assembly, and tray pack residue was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The photos were evaluated and the customer¿s indicated failure mode for missing label, incorrect count, and color variation with the incident lot was not observed. Additionally, evaluation/testing of the customer samples was performed and missing label, incorrect count, and color variation was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Foreign matter, improper assembly, and tray pack residue -based on the investigation, a root cause could not be determined. Missing label, incorrect count, and color variation - based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before use of the bd vacutainer venous blood collection tube k3 edta there was an issue with missing/misplaced labels, incorrect count, and foreign matter. It was stated ¿there are ongoing problems with the tubes. The labels had to be peeled and relabeled approximately 30% of the shelf packs. The last order also had cartons missing labels and 2 cartons missing a shelf pack. We also received a shelf pack with a rusty nail sticking out of the plastic wrap.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported before use of the bd vacutainer venous blood collection tube k3 edta there was an issue with missing/misplaced labels, incorrect count, and foreign matter. It was stated ¿there are ongoing problems with the tubes. The labels had to be peeled and relabeled approximately 30% of the shelf packs. The last order also had cartons missing labels and 2 cartons missing a shelf pack. We also received a shelf pack with a rusty nail sticking out of the plastic wrap.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Additional information was received as the technical team performed a phone consultation with the customer on (B)(6) 2018: describe event or problem: additional information: shelf packs were found with incorrect or different cap colors. Shelf packs where the cellophane plastic shrink wrap is, was torn or loose around the package. Broken trays were received.

Event description:
It was reported before use of the bd vacutainer® venous blood collection tube k3 edta there was an issue with missing/misplaced labels, incorrect count, and foreign matter. It was stated ¿there are ongoing problems with the tubes. The labels had to be peeled and relabeled approximately 30% of the shelf packs. The last order also had cartons missing labels and 2 cartons missing a shelf pack. Consumer also received a shelf pack with a rusty nail sticking out of the plastic wrap." Additional information received: "shelf packs were found with incorrect or different cap colors. Shelf packs where the cellophane plastic shrink wrap is, was torn or loose around the package. Broken trays were received.¿ there was no report of injury or further medical intervention.